Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated stablishing a relationship with the reported event. The visual evaluation found the dressings all had delamination present. The functional evaluation found this would affect dressing application and use. The root cause is a manufacturing process error. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that when the customer removed the carrier#2, the film dressing adhered to the carrier#2 and peeled off from the frame, so it was impossible to use. No information about backup nor delay. No harm or injury reported.